Manufacturer narrative:
Although requested, the arm unit has not been returned and the cause of the complaint is not known.

Event description:
A professional user reported that during a rescue attempt on (B)(6) 2026 involving a patient who had attempted suicide, the arm acc device functioned as intended upon initial placement but ceased performing chest compressions. The customer stated this has occurred during multiple rescue attempts. Responders sometimes attempted to readjust the piston, though not consistently. A battery replacement was attempted but did not resolve the issue. The customer reported motor-related warnings in the device history. They also noted that no service indicator light was present upon power-on, but that the service indicator may illuminate intermittently during use.